Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: CT-based evaluation of redo-tavr feasibility for self-expanding valves.

Event description:
The article, "CT-based evaluation of redo-tavr feasibility for self-expanding valves", was reviewed. The article presented a retrospective, multicenter study to evaluate the feasibility of redo-transcatheter aortic valve replacement (tavr) using the balloon-expandable sapien 3 to treat a degenerated navitor, and compared the outcomes to prior real-world cohorts evaluating different combinations of s3-in-self-expanding valve (sev). Devices included in the study were navitor and sapien s3. The article concluded that feasibility of redo-tavr following s3-in-sev depends on the type and implant depth of the index tav as well as the implant depth of the second transcatheter aortic valve (tav). [The primary and corresponding author was ole de backer, consultant interventional cardiology, the heart center - rigshospitalet, inge lehmanns vej 7, copenhagen, denmark, with corresponding email: ole.debacker@gmail.com]. The time frame of the study was not reported. A total of 106 patients were included in the study, of which all had received an abbott device. The average age was 79 years and the majority gender was male. Comorbidities were arterial hypertension, diabetes mellitus, prior percutaneous coronary intervention, coronary artery bypass graft, atrial fibrillation, prior stroke, peripheral arterial disease, reduced renal function.

Event description:
N/a.

Manufacturer narrative:
Summarized patient outcomes/complications of CT-based evaluation of redo-tavr feasibility for self-expanding valves were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, diabetes mellitus, prior percutaneous coronary intervention, coronary artery bypass graft, atrial fibrillation, prior stroke, peripheral arterial disease, reduced renal function. One of the complication reported was stroke; this complications is anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: CT-based evaluation of redo-tavr feasibility for self-expanding valves.